Event description:
Customer responded to 78 yr old male with known heart history., complaining of chest pains. Customer reported device displayed fault condition when connected to pt to perform monitoring. Customer stated device had previously passed the daily check out. Pt was transported to hosp without incident. Service rep was able to reproduce the reported condition. Device was repaired and proper operation was confirmed.